Event description:
As reported, during the implantation of a gore tag thoracic endoprosthesis for the treatment of a ruptured thoracic aorta in a trauma patient, the device moved proximally upon ballooning. The result was an unintentional covering of the left carotid artery. The physician was able to cannulate the artery and maintain perfusion by deploying a nitinol stent. Approximately 19 days following, the physician reports an observed invagination of the tag device. To resolve the invagination, a bare nitinol stent was successfully deployed. The patient is currently doing well.